Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that since 6 weeks a shocking sensation at the battery site and along the lead, either when palpating the battery, or while doing specific movements or body position. The sensation was reported whether the ins is on or off. The patient received an battery replacement in 2018, and with the previous and the new system, she never reported problems or issues. It was noted that there was no apparent reasons were identified that could have triggered the issue. Additional information received reported that the system was explanted on 14/7/2020. It was noted that the cause of the event may have been due to pressure of the system against some nerve in the buttock. Shocking would not come from energy coming out of the ipg (because problem persisted while therapy was shut down).